Event description:
It was reported that a malfunction occurred with the tandem pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the customer chose to reload the cartridge and restart the cgm session independently. The customer acknowledged the instructions to contact support again if the issue recurs and was informed they could continue using the pump.